Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller with this process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues arose again.